Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient observed a leak from the minicap. The patient used the minicap during the solution exchange the night before and noticed the leak in the morning. The patient stated that the iodine had leaked out of the cap. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. A visual inspection was performed and a damage mark on the rim was detected. Functional testing was performed and a leak was detected. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.